Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low mg/dl. Customer consumed carbohydrates to address bg. Required 3rd party assistance from mother who prepared juice for consumption.